Event description:
The customer did not state the reason for the return of the sitter select alarm unit. Inspection shows the alarm worked intermittently. No pt injury reported.

Manufacturer narrative:
Eval: results: the alarm would intermittently work when shaken, not consistent.